Event description:
The patient has two scs systems: cervical and thoracic. It was reported the ipg connected to the patient's cervical lead caused him discomfort due to its location. Subsequently, the patient underwent surgical intervention on (B)(6)2015, where the ipg pocket site was relocated. It was noted during the procedure, the physician elected to explant and replace the patient's ipg with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)